Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance at the end of september resulting in polarity switch from bipolar to unipolar configuration. The lead was explanted. The patient was stable post procedure.